Event description:
Pt was revised to address tibial loosening and poly wear. Also, the patella was impinging on insert. It was reported that the pt had fallen in 2006.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.